Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v680195, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was patient injury; the patient fell several times in the past month. The patient's lead wires moved as a result of the falls. The patient started to have problems with therapy and the doctor told the patient the only option was to go in and reposition the wire. The patient's implantable neurostimulator (ins) was explanted on (B)(6) 2014 - due to lead wire moving. They went in and repositioned the lead and took the ins out due to low battery life. The patient has the trial system currently in place. The patient just got out of the hospital (B)(6) 2014. Additional information received from the hcp (health care provider) noted: normal battery depletion. Patient's device settings regarding cycling or continuous mode was unknown. The lead was explanted and replaced on the other side. All parts of the lead and ins were explanted. First stage trial was done in left s3 and s4. Both of which were working well and they plan ins replacement (B)(6) 2014. One lead will be removed at next implant, as the patient had two currently. The patient was recovered without permanent impairment.

Event description:
Additional information received noted that the patient's implant, "was just redone on (B)(6)2014, my lead had gotten off of the feremin (foramen) from me falling, and somehow the lead got a couple centimeters off the feremin (foramen) and wasn's working properly, so they went in and found it would work on sacral nerves 3 and 4, so they put it on 3 I think". The patient noted she originally had her implant done on (B)(6) 2011 and it's been taken in and out several times.